Manufacturer narrative:
(B)(4). One sample arrived p/n 412944 without original packaging. Per document provided with sample lot number is 73e1500230. At visual inspections the complaint was confirmed the balloon was torn at the tip of the cannula. Functional inspection could not be performed due to the condition of the balloon. Visual inspection confirmed complaint issue. Failure mode "the cuff pierced" from customer complaint was confirmed during visual inspection, the balloon was torn at the tip of the cannula. A possible root cause for this failure mode could be over inflation of the balloon. Per IFU "caution: over-inflation of the balloon may cause it to rupture." Another possibility is that the balloon could have been pierced by a sharp object.

Event description:
Alleged event: the cuff of the trocar pierced during the procedure just before the pneumoperitoneum was carried out. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 12mmx70mm, lot number 73e1500230 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the cuff of the trocar pierced during the procedure just before the pneumoperitoneum was carried out. The patient's condition was reported as unknown.